Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned and the analysis of the returned product was not able to provide relevant information for infection-related allegations. This supplemental is being filed to correct h6 evaluation method code and h10 pi analysis result.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that this explanted product was returned but no analysis was performed as reported allegations of infection were known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to systemic infection. There were no additional adverse patient effects reported. The rv lead was explanted.